Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced a low voltage alarm every time he connected to the patient cable, but not when he was connected to batteries. The log file showed approximately 14 power save mode events associated with low battery hazard events. All were associated with a white power lead disconnect, which indicated that there was a problem with the black power lead.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt patient cable is not known to the MFR as the patient cable is not labeled for single use. The report of low voltage alarms was confirmed based on the functional and electrical testing performed on the returned 14 volt power module patient cable. The evaluation of the returned patient cable revealed compromised internal conductors in the black and white power leads. The compromised internal conductors contributed to a high resistance variation across the cable resulting in a reduced voltage supply to the system controller resulting in the low voltage (hazard) alarms. The root cause of compromised internal conductors appeared to be related to wear and tear due to repetitive lead flexing during cable use. No further information is available. The MFR is closing its file on this event.